Event description:
The patient was admitted to the intensive care unit with pneumonia and hypoxic respiratory failure as well as chronic pulmonary disease with bilious disease. The positive end-expiratory pressure (peep) valve inoperable alarm sounded on the drager evita 2 ventilator. The respiratory therapist could not get the drager evita 2 ventilator to reset. The ventilator was changed. No untoward patient effects.